Event description:
It was reported that an ilet user experienced hyperglycemia with a peak glucose of 372 mg/dl after an out-of-insulin alert halted dosing, followed by a cartridge change and dosing resumption, after which persistent high glucose in the 300s occurred despite correction and meal dosing; a subsequent out-of-insulin alert led to a permanent pause of the pump, and the issue was considered potentially related to the infusion set. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term injury. Investigation included troubleshooting and education with review of pump logs indicating multiple out-of-insulin alerts and high glucose events. Investigation of this case revealed that the precise cause of the hyperglycemia was unclear, with device alerts consistent with insulin depletion and a suspected infusion set issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.